Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer performed advance clean, replaced and aligned the integrated multisensor technology (imt) probe, aligned the rotary valve, and replaced the imt sensor. Imprecision persisted and a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that the stop block on the peristaltic pump tubing was loose. The cse replaced the tubing, ran patient samples and controls, all of which were as expected. The cse returned to install a new rotary valve in the imt detector and new tubing. The cse aligned the imt and probe. Quality controls and precision testing were run. The cause of the discordant sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant sodium results were obtained on one patient sample on a dimension vista 500 instrument. The initial discordant result was not reported to the physician(s). The sample was repeated six times on the same instrument, resulting in imprecision. The customer performed troubleshooting and repeated the sample six times on the same instrument, and imprecision persisted. The sample was then repeated on an alternate dimension vista instrument, resulting as expected. The corrected result obtained on the alternate dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant sodium results.